Event description:
It was reported that a shelf carton had missing label information during use. The following was reported by the initial reporter: "it was reported that expiration date was not on shelf carton. Verbatim: consumer reported just purchased from ebay. Asking for exp date that is not on the box. Determined from the lot number this product is expired. Consumer did not use item. Declined to leave name. He is returning his purchase."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a shelf carton had missing label information during use. The following was reported by the initial reporter: "it was reported that expiration date was not on shelf carton. Verbatim: consumer reported just purchased from (B)(6). Asking for exp date that is not on the box. Determined from the lot number this product is expired. Consumer did not use item. Declined to leave name. He is returning his purchase"